Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
It was reported that a patient balloon burst and tube fell out 4-5 days after it was placed. The caregiver's noticed that there was blood on the patient's shirt and discovered the tube fell out. The patient has a factor vii, a clotting disorder. The caregiver did not have a replacement tube and immediately took the patient to the hospital. The hospital did not have a replacement tube and the patient was taken to another hospital. The stoma remained open while the patient was transported to another hospital. Once the patient arrived at the hospital the patient was dilated to replace the tube. The patient remained in the hospital and developed an infection and was placed on antibiotics for ten days. No additional information was provided.